Event description:
During the 57th international congress of another country's society for cardiovascular surgery in 2008, an abstract was presented with the preliminary results of a prospective randomized study (open repair vs. Endovascular treatment with covered stent for superficial femoral artery occlusion) held from 2006 to 2007. Out of the 21 patients in the study, a gore viabahn endoprosthesis was reported to have occluded 72 hours post procedure in a patient with a concomitant profunda endarterectomy. The thrombolytic therapy failed and no adjunctive procedure was performed.

Manufacturer narrative:
Results: a lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. Conclusions - attempts to gain additional information regarding the device occlusion were unsuccessful. No further information is available.